Event description:
The suspect device user went to the hospital due to high blood glucose results obtained on the device. Results were 500 mg/dl and hi. They were admitted and their glucose was tested at 157 mg/dl. They had used expired test strips. The device was replaced and requested to be returned for evaluation.